Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated b5, d9, e1, g1, g3, h2, h3, h4, h5, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no data transmitted. A definitive root cause could not be identified. Based on the results of the investigation the most probable cause of this complaint is traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the broncho videoscope no image during setup/inspection prior to use. There was no patient involvement